Manufacturer narrative:
Pump was received with unresponsive all the buttons due to keypad connector (j6) on liquid crystal display board unlocked.

Event description:
The customer reported via phone call that the buttons were not working properly. The customer¿s blood glucose level was unknown. Troubleshooting was performed for keypad anomaly. Customer stated the buttons are responding now. The insulin pump will be returned for analysis.